Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the customer was in active CPR and the user was unable to connect the lifepak 20 to the bedside monitor.

Event description:
It was reported on (B)(6) 2019 that the patient was in active cardio pulmonary resuscitation (CPR), and the user was unable to connect the lifepak 20 defibrillator to the intellivue mp70 bedside monitor. It is unknown how this issue was resolved. Additional information was requested; however, the customer responded no additional information is available.